Event description:
Discordant advia 2400 glucose results were obtained and reported to the physician(s). The samples were retested and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the cuvette conditioner bottle, replaced the dip (sample aspirate and dispense pump), dpev 1 (solenoid valve) and check valve, replaced the tubing for the wash up down (wud) wash station 5, ran calibration and qc. All results were good. The customer said that they would run qc more frequently to monitor the assay. The actual cause of the event could not be determined and no conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse examined the instrument and found that reagent probe 1 was bent and the screws that hold the probe clamp on the arm were missing. The instrument has been repaired the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 2400 glucose results were obtained and reported to the physician(s). The samples were retested and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.